Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error while using the device updater to update their pump. Reportedly, the customer was unable to continue the update process and was unable to use the pump. The customer stated that the pump screen displayed a message stating "verifying files 3 of 5". During troubleshooting, the customer attempted to unplug the pump then reconnect it to the computer; however, the issue was not resolved. Customer reported that the pump screen changed from "verifying files 3 of 5" to "verifying files 4 of 5". The customer attempted to perform a pump reboot; however, the pump would not reboot and was stuck on the verifying screen. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.